Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with vizigo sheath and a partially blocked irrigation issue was observed. During the procedure, the pentaray could not advance in the outer sheath due to the impediment. The second vizigo was used to complete the procedure. There was no report on adverse event on the patient. Additional information was received on 03-sep-2025. No damage on the sheath / dilator due to the obstructed sheath. The irrigation issue was partially blocked. There was no material causing the obstruction. Additional information was received on 16-sep-2025. The resistance to flushing is particularly large and the flushing is not smooth, but it is unknown what the cause is. Because the flush sheath flow was less than usual, it was partially blocked. The event was originally considered non-reportable, however, bwi became aware on 03-sep-2025 that there was also an irrigation partially block issue and have assessed this issue as reportable. The awareness date for this record is 03-sep-2025.

Manufacturer narrative:
During an internal review on 06-nov-2025, noted the following corrections to the 3500a initial: -d4. Expiration date was processed as 24-mar-2025 and it should have been processed as 25-mar-2025. -d4. Primary UDI number was processed as (B)(4). In addition, in 3500a follow-up #2, should have included 25-mar-2025 in the h4. Device manufacture date field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 01-oct-2025, noted a correction to the 3500a initial as it should have included in the h11. Additional manufacturer narrative: ¿the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with vizigo sheath. During the procedure, the pentaray could not advance in the outer sheath due to the impediment. The second vizigo was used to complete the procedure. There was no report on adverse event on the patient. Additional information was received. No damage on the sheath / dilator due to the obstructed sheath. The irrigation issue was partially blocked. There was no material causing the obstruction. The device evaluation was completed on 14-oct-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Also visual inspection revealed several kinks at the sheath, without exposed components or another damage. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage observed on the valve could cause the irrigation issue and the kinks at the sheath the impeded device reported by the customer; therefore, the complaint was confirmed. The potential caused of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The potential cause of the shaft bent could be related to the handling/shipping of the device after the procedure, however, this cannot be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. For the kink shaft, the instructions for use (IFU) contain the following information: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿the pentaray could not advance in the outer sheath due to the impediment¿ issue. In addition, biosense webster inc. Analysis finding of the ¿several kinks at the sheath¿. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿irrigation issue was partially blocked¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve was dislodged¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).